Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a suspected leak. Upon explant, a perforation was found in the cylinder that was believed to be the cause of the leak. A new ipp was implanted. There were no patient complications reported.